Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
It was reported the patient presented in clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator had a battery performance alert. The patient refused intervention. The patient was stable throughout. No patient symptoms were reported.